Manufacturer narrative:
The instrument should be running the hbsag repeats before sending results to lis and requesting the hbsag confirmatory assay be run on the patient sample. A siemens technical application specialist (tas) was sent to the customer site to check that the hbsag and hbsag confirmatory assay parameters are setup correctly. The tas confirmed that the instrument settings were correct. The cause for the (B)(6) results is unknown. The patient sample is not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." The hbsag confirmatory (conf) assay IFU states in the limitations section: "the advia centaur hbsag confirmatory assay is limited to the confirmation of hbsag in human serum or plasma (edta plasma, lithium or sodium heparinized plasma, or citrate plasma) in samples repeatedly reactive using the advia centaur hbsag assay."

Event description:
A (B)(6) result was obtained when the customer performed the advia centaur xp hbsag confirmatory (conf) testing. The patient sample was initially (B)(6). The patient sample was repeated in duplicate and the results were (B)(6). However, the customer has a setting in lis (laboratory information system) that flagged the patient sample to be tested on the hbsag confirmatory assay. The result was confirmed for (B)(6). The sample was reported as (B)(6) based on the duplicate results. An alternate sample for the patient was found and ran in triplicate on the hbsag assay. The results were (B)(6). The sample was qns (quantity not sufficient) to be run for hbsag confirmatory assay. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.